Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date of index surgical procedure (B)(6) 2017 the diagnosis and indication for the index surgical procedure? Hysterectomy what were current symptoms following the index surgical procedure? Onset date? Fever and general discomfort patient symptoms manifestations (location, severity, appearance, system or local reaction) ? Fever and general discomfort was there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Antibiotic therapy as per protocol were cultures performed? Results unk what tissue type and location of the suture placement? Awaiting response what tissue dehisced? Awaiting response what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Awaiting response how was the suture placed (interrupted or continuous)? Not available how was the suture tied (square knot or multiple knots one end)? Not available what date did the patient present with dehiscence (# post-op days)? After few days how was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. Antibiotic therapy what is physician¿s opinion as to the etiology of or contributing factors to this event? Unk the patient demographic info: age, gender, weight, bmi at the time of index procedure? Na what is the patient¿s current status? Fine

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of index surgical procedure the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Patient symptoms manifestations (location, severity, appearance, system or local reaction) ? Was there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results what tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post-op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What is physician¿s opinion as to the etiology of or contributing factors to this event? The patient demographic info: age, gender, weight, bmi at the time of index procedure? What is the patient¿s current status?

Event description:
(B)(4). Following the use of the suture, the patient had a dehiscence. Fever and general discomfort were accused. Antibiotic therapy and daily monitoring were detected.